Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and high blood glucose. The customer's blood glucose level was 452 mg/dl. On (B)(6) 2017, the customer had hypoglycemia with a blood glucose level 39 mg/dl ¿ 40 mg/dl. The customer was conscious the blood glucose was 118 mg/dl. The customer was treated with a pump. The pump will be returned for analysis.